Manufacturer narrative:
The creatinine reagent lot number is 907660, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable high creatinine result from the cobas 8000 c702 module for one patient. The initial result was 308.9 mmol/l, and the repeat result was 49.7 mmol/l.

Manufacturer narrative:
A field service engineer (fse) replaced the rinse station's suction tubes, adjusted the cuvette filling levels, and successfully performed validation of the system. The investigation determined that the service actions resolved the issue.